Manufacturer narrative:
Corrected data: g4: eua number corrected. Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Not withstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false negative results with the binaxnow covid-19 ag self test. The customer stated she had her first (1) test done through the (B)(6). Additional testing with the binaxnow covid-19 ag self test generated negative results. No additional patient information, including treatment and outcome, was provided.